Event description:
It was reported that during a pre-delivery inspection the helium cylinder was left open in hybrid mode on the cardiosave intra-aortic balloon pump (iabp), the helium leaked from the helium cylinder that contained about 2000 psi and decreased to 300 psi. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit and to fix the issue replaced the helium regulator, and the high pressure transducer to correct the issue. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6).

Manufacturer narrative:
The following investigations were performed by technician of the maquet national repair center (nrc) for suspected defective failed parts; helium regulator and the high pressure transducer: the high pressure helium regulator part number 0103-00-0637 s/n ( unknown do to component failure) was observed per the cardiosave service manual part number 0070-00-0639 revision p with visual damage. The nrc could not install the high pressure helium regulator into the cardiosave test fixture serial number (B)(6) and verify the leak as per factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision p. High pressure helium regulator could not be tested do to damaged set screw on collar. High pressure helium regulator will be held in the nrc per procedure number 0002-07-d008 revision aj. The pressure transducer 3500 part number 0682-00-0092-01 s/n (B)(6) was observed per the cardiosave service manual part number 0070-00-0639 revision p with no visual damage. The national repair center could not install the pressure transducer 3500 into the cardiosave test fixture serial number (B)(6) and verify the leak as per factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision p. Pressure transducer 3500 could not be tested do to damaged set screw on collar. Pressure transducer 3500 will be held in the nrc per procedure number 0002-07-d008 revision aj.

Event description:
N/a.